Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with his/her sensor and blood glucose level readings. The customer's sensor was reading low all day but her blood glucose level was 28 mmol/l. He/she received a lost sensor alarm. The product was not returned. Nothing further to report.